Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, he noticed a scratch on the posterior part of the iol. The surgeon had to remove the iol and replace it by another one. The incision had to be enlarged and sutures were needed. Per reporter, the event caused a clinically significant delay of 20 minutes. The surgeon reported that after the first post-operative visit the pt was experiencing severe cornea edema. Additional info was received from the nurse who informed that the surgeon saw the pt on (B)(6) 2014. Cornea was slowly getting better, but is still edematous. Visual acuity had increased to 20/400. Additional info has been requested.